Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to use error of the concomitant device (ar-4068-45l suturelasso¿ sd) likely due to user-applied excessive mechanical forces.

Event description:
On 12/10/2024, it was reported by a sales representative via (B)(4) that (qty. 2) of an ar-4068-45l suturelasso¿ sd had an issue while shuttling an ar-7535 fiberlink suturetape stitch. The surgeon passed the sd suture lasso around the labrum and left the sd wire in place to shuttle a stitch around. Upon shuttling, a stitch through the wire loop broke, and the surgeon retrieved the stitch (ar-7535 fiberlink suturetape) around the labrum. No pieces broke off inside the patient. The surgeon inserted the pushlock anchor (ar-2923bc) to complete that part of the repair. This issue happened twice more during the case (see photos). This was discovered during a labrum repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 12/14/2024: the wire loop of the (qty. 2) of an ar-4068-45l suturelasso did not break, and no pieces broke off. There was no case delay reported. No reported adverse effects on the patient due to the issue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.